Event description:
An ICU nurse contacted to the emergency support program regarding repeated gas loss alarms on a cardiosave during use. Troubleshooting confirmed no issues with tubing, connections, or kinks. After performing an iab fill, the alarm resolved and therapy resumed. Based on the patient¿s clinical condition, the alarm was likely due to tachycardia and changes in intrathoracic pressure rather than device malfunction. No patient harm was reported.

Manufacturer narrative:
Contact person ph. Number: (B)(6). A supplemental report will be submitted upon completion of our investigation.